Manufacturer narrative:
(B)(4). This lot was manufactured between november 2, 2013 and november 4, 2013. The device was returned for evaluation. A visual inspection was performed and showed no evidence of a missing top tip. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing its ¿top tip¿. There was no patient involvement as this was identified before patient use. No additional information is available.